Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in back up mode due to low battery voltage from normal usage. Analysis performed after installing a known good battery and reloading product code indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion. The reported complaint of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up in clinic due to diaphragmatic stimulation on the device. The patient was feeling unwell. The device was found to be in backup vvi. Premature battery depletion was noted. The device was explanted and replaced.